Manufacturer narrative:
This report is submitted on december 16, 2019.

Event description:
Per the clinic, the patient experienced a reduction of the external magnet following an MRI (3 tesla). The magnet was replaced on (B)(6) 2019.